Manufacturer narrative:
Device is a combination product.(B)(4).

Event description:
It was reported that the inner package was compromised. After predilation, a 32x2.50 promus premier drug eluting stent was selected for use to treat the lesion. However, during unpacking, it was found that the inner package was already ripped. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis was in an open box and inside was the foil pouch that was ripped open. The inner pouch was opened at its seal. A clear impression of the original seal was visible. The device was stored in its protective coil tubing. An examination of the device found a build-up of contrast media inside the inflation lumen which suggests that the device was prepared for the procedure after it was taken out of its package. The stent was fully crimped on the balloon. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the inner package was compromised. After predilation, a 32x2.50 promus premier¿ drug eluting stent was selected for use to treat the lesion. However, during unpacking, it was found that the inner package was already ripped. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.